Event description:
It was reported to philips that fluoroscopy was not possible due to velara generator communication failure on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the en100 pcb in the velara generator cabinet and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).